Event description:
It was reported the patient received the following results within 15 minutes: 279 mg/dl and 131 mg/dl. The patient experienced symptoms of sweaty and shaky at the time of these two results. She self-treated with orange juice and felt better an hour later.